Manufacturer narrative:
A 5 cm portion of the lead that contained the connector pin was returned to the distributor, st. Jude medical. Analysis found the partial lead was normal. Continuity between pin and distal coil was normal. Continuity between ring and proximal coil was normal. No abrasion or other damage was found. The partial lead analyzed by st. Jude was not returned to (B)(6).

Event description:
It was reported that the pt had deceased.